Manufacturer narrative:
Product ID 3487a-33, lot# j0406392v, implanted: 2004 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3487a-33, lot# j0406392v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient was having a device replaced. It was stated that the reason for the replacement was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0406392v, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Additional information received 1 month later reported the cause of the event was the battery depleted and was at end of life. The battery was replaced on (B)(6) 2014 and the patient was getting good coverage. No hospitalization was reportedly required.